Event description:
Customer reported that pump declared an altitude alarm. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl (27.7 mmol/l). Caller received tips from technical support on preventing altitude alarms, understood the instructions, and was able to resume insulin with original cartridge without needing to replace it.